Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had not received a sufficient dose to remain in smartguard. The customer reported a blood glucose value of 100 mg/dl. The customer reported hypoglycemia treated with other. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Customer is requesting assistance with entering auto basal. Reviewed the auto mode readiness/smartguard checklist screen. Customer was explained what was missing to enter into auto mode/smartguard and how to resolve it. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratches on the back of the case. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self, and displacement accuracy tests. The pump was programmed with a test guardian link gl3 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿pairing successful¿. The pump was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. Next a basal rate = 1 u/hour and a carb ratio = 15 g/u was programmed into the pump. Smartguard was turned on, and the pump was left alone for 2 days. The pump did go into auto mode, and it displayed the smartguard shield on the home screen. Thump software was utilized and uploaded trace/history files properly. Although the adapt tool does list some communications related alerts/alarms, they all occur after the event date. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report that the pump was unable to enter auto/basal (smartguard) was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.